Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2020-jan-03 reporting that the implantable neurostimulator (ins) and one lead were removed due to the device not covering pain in patient's feet. The device died from not being used. Operative notes indicate the patient got really skinny and the battery site began to hurt. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient experienced a lack of therapeutic effect since implant. The trial provided pain relief, but the permanent implant had not. The ins had been reprogrammed multiple times without effect. The ins was also not very comfortable because the patient was thin and the ins was implanted on the waistline. It was not a good place to implant it. The patient would try one more time to get pain relief but would seek explant if it wasn't effective. Symptoms included pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.